Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and found that both patient pump 1 and patient pump 2 were not working properly. Both pumps were replaced to resolve the issue and a subsequent functional test did not identify further issues. The device was returned to service. Through follow-up communication with the customer, (B)(4) learned that the pumps were damaged due to particles within the water circuit, which became dislodged when the facility recently began cleaning the devices according to the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by (B)(4) technician.

Event description:
(B)(4) received a report that the heater cooler 3t displayed a numerical error code on the patient circuit during setup. There was no patient involvement.n